Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
User is reported to have fallen ad hit his head on the contra-lateral side. There were signs of redness above the contralateral implant site. Reimplantation is considered but has not yet been scheduled.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing preformance with the device was affected. It was reported that the user fall and hit his head on the contra-lateral right side. There were signs of redness above the contralateral right implant site. Reimplantation took place on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have fallen ad hit his head on the contra-lateral side. There were signs of redness above the contralateral implant site. Reimplantation is considered.